Manufacturer narrative:
H11: through follow-up communication, livanova learned that the reported condition was experienced by the customer systematically. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communications, it was learnt that livanova hlm worked as per its intended use specifications. In details, the reported event occurred while the customer was operating the hlm in combination with a non livanova disposable oxygenator, which has a lower bubble point pressure threshold. This influenced customer¿s perception of the hlm pump alarm activation. No deviations or malfunctions of the livanova product were identified. Based on investigation findings, the event has been reassessed as non-reportable, as no device failure occurred and the situation could not cause or contribute to death or serious injury. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump, used as cardioplegia one and stop linked to centrifugal pump, does not stop immediately in response to level or bubble alarm. The pump continued to rotate 1/2 to 3/4 turn which entrains air into the cardioplegia line at the oxygenator, requiring additional de-bubbling. The issue occurred during priming. There was no patient involvement.